Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008, the pt reported "several sounds hurt his ear and cause discomfort in his left arm/shoulder area" and decreasing sound performance. Deactivation of several electrodes "lessened" the discomfort but did not solve the problem. The pt reported a couple of weeks ago (date not reported) he had received a severe blow to the opposite side of the head, which did not seem affected. A CT scan determined the electrode array was correctly positioned in the cochlea. Results of an integrity test done in 2009 were consistent with normal receiver/stimulator function with faulty electrodes. Explant/reimplant surgery is scheduled.